Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080729.

Event description:
It was reported that the patient was experiencing loss of stimulation coverage due to lead migration. This was confirmed via x-ray. Reprogramming was attempted and the result was unknown. The patient underwent a revision procedure wherein both leads were replaced and repositioned. The patient was doing well postoperatively. The explanted leads were discarded by the medical facility.